Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following a bilateral glaucoma filtration device and intraocular lens (iol) implant procedure, her vision was blurry at near and distance. She noticed a vertical line in her vision and was told it was a wrinkle that could sometimes happen after cataract surgery and could be corrected with a laser procedure. She reported her vision is distorted and does not feel comfortable driving, especially at night. A laser procedure was performed reported and her vision is better. There are multiple reports for this event. This report is for the right eye.

Manufacturer narrative:
Correction: b.2. Was inaccurate on initial MDR. There has been no reported malfunction. The manufacturer internal reference number is: (B)(4).